Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia and had seizures. The customer's nurse stated that no one called to assist the customer with reprogramming her insulin pump. The territory manager stated that the nurse was informed that the insulin pump's factory setting for the insulin sensitivity was 15 units instead of 50 units of insulin. Nothing further was reported.